Event description:
It was reported that the vision stent delivery system (sds) was advanced over the guide wire and as it was coming out of the guiding catheter, the stent was noted to be partially deployed under fluoroscopy. The sds was advanced anyway and the stent dislodged from the sds and remained in the pt. The pt had to be air lifted to another hosp where a snare device was used to retrieve the stent. Reportedly, the pt was fine.